Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the mechanical base plate fluid damage, the lg connector fluid damage, the body cover grip broken, the segment compressed (short in length), the remote control buttons cut, the biopsy inlet t-piece dirty, the aft suction tube dirty, the lg prong top loose, the r/l lock knob improper adjustment, the u/d lock lever improper adjustment, the root brace rubber (lg control body) disinfections damage, the u/d and the r/l knobs disinfections damage, the bending rubber worn out, the insertion flexible tube worn out, the distal body worn out, and the light guide cable worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.